Event description:
It was reported that the baclofen pump was refilled on (B)(6) 2010. Six days later, it was reported that the patient presented with redness and blisters to surgical scar of baclofen pump, but had no fever. A needle aspiration was performed and purulent material was found. The patient was taken to the operating room. The abdominal incision was opened and a large amount of purulent material expressed itself. The pump was explanted on (B)(6) 2010. Cultures were taken and grew corynebacterium species. The patient was successfully being managed with oral baclofen 10 mg three times per day with a prn order of oral baclofen if needed. The patient was discharged on (B)(6) 2010 with a course of IV antibiotics for six weeks. The patient was going to return to the physician's office for follow-up visits and the physician along with infectious disease would determine when a new pump could be placed. The pump was used to deliver lioresal (2000 mcg/ml at 649.2 mcg/day).

Manufacturer narrative:
(B)(4).